Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The root cause classification cannot be determined as the device was not returned for investigation.

Event description:
It was reported that during an atrial tachycardia ablation procedure, a pericardial effusion occurred. The pt was accessed with two 6f non-sjm sheaths placed in the left femoral vein. One 7f and one 8f non-sjm sheaths were placed in the right femoral vein but exchanged for two 8.5f fastcath transseptal introducers. The pt was noted as having a pt foramen ovale of the atrial septum which was used to access the left atrium; therefore, transseptal puncture was not performed. A response ep catheter was placed in the cs, a supreme ep catheter was in the his location, a reflexion spiral catheter was in the left atrium, and a supreme ep catheter was in the rv apex. An inquiry steerable catheter and a safire bi-directional catheter were used in the left atrium for mapping and ablation and replaced with the safire blue duo catheter. During the mapping in the left atrium, the pt's vital signs were noted to be lowering. After the pt response and vital signs were further checked, a cardiac code was called. The physician placed a non-sjm 5fr arterial sheath for a pressure line to confirm pressures due to cuff pressures being low from the start of the procedure. The spo2 had gradually decreased to the high 80's prior to the placement of the arterial line. The physician had repositioned the rv catheter a couple of times and communicated that it did appear to advance "very far" in the rv the second time. The physician stated that the combination of heparinizing the pt, along with pulling the rv catheter back, may have precipitated the drop in the pt's hemodynamics. A transthoracic echocardiogram revealed a pericardial effusion. The pt was stabilized and sent to cardiac intensive care. Protamine was administered to reverse the heparin and a pericardiocentesis was performed. Additional info was requested and is not available.